Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Visual analysis of the photographs identified: deformation: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deformation.

Event description:
Patient reported "soft tissue capsule" and "deformation". This record is for the left side. Device was explanted.